Event description:
It was reported via repair work order that the bed had no motor function due to a frayed siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed had phantom motion. However, after investigation, it was determined the head-end patient left siderail outer controls were not functioning at all with no phantom motion detected. Siderail controls not working on one side would result in annoyance but is not likely to harm the patient as the same functions are available on the other siderail as well as the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the bed had phantom motion due to a frayed siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.